Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the stent remains in the patient and the pushwire was discarded.(B)(4).

Event description:
Treatment of a stenotic lesion. On (B)(6) 2013, the patient underwent mechanical thrombectomy involving a solitaire fr. During the procedure and on the second pass of the stent, it was reported that some resistance was experienced as the stent was being pulled back and it detached. The stent remains in the patient. There was reperfusion (blood flow restored).no patient injury was reported as a result of the procedure.